Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 400 mg/dl and after changing the supplies on the pump, insulin delivery was resumed to address the bg level. During contact with tandem customer technical support (cts) the customer received another occlusion alarm. The customer declined cts's offer to troubleshoot to determine a possible cause of the occlusion.